Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 pacemaker 2008-(B)(6); 5568-53 implantable pacing lead 2008-03-03; (B)(4).

Event description:
It was reported that there was a lead fracture, oversensing leading to a pause and an increase in threshold. It was noted that the patient was dependent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.